Event description:
Company representative reporting on behalf of a physician reported that a "patient with a positive diagnosis of alcl was reported to me verbally yesterday. [The patient] has recently undergone surgery to remove the implants and a 10x8 tumour was found embedded in [the patient's] chest wall originating from the capsule." As histopathological markers confirming alcl have not been received, the reported event is suspected. This record is for the left side. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "positive diagnosis of alcl". As histopathological markers confirming alcl have not been received, event is suspected. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.